Event description:
It was reported that this artificial urinary sphincter (aus) extruded through the urethra of the patient. The system was explanted and a new one will be implanted later this year. No additional patient complications were reported.